Manufacturer narrative:
Updated image review: the patient¿s executive summary was available, permitting complete anatomical assessment. The patient appeared to have a significantly calcified possible bicuspid aortic valve with a fusion between the right and left cusps. The patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 85.5mm with a perimeter derived diameter of 27.2mm, suggesting a 34mm valve. However, for unknown reasons it was documented that a 29mm valve was implanted. The patient's iliofemoral arteries demonstrated mild tortuosity with adequate caliber (=5mm). A fluoroscopic media file of the valve load inspection was provided for review. Upon examination, it appears that one of the paddles may not have been fully seated in the paddle attachment. However, this observation is subtle, and the grainy quality of the image makes it challenging to confirm with certainty. It was reported that the valve was successfully implanted following three recaptures. However, during the removal of the delivery catheter system (dcs) through the 18f sheath, capsule damage was observed. A potential misload could explain the reported issues. However, no images of the capsule damage were provided for review. As a result, the cause of the capsule damage cannot be fully validated based on the available evidence. Updated: h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded in the capsule and with the handle fully closed. Visual analysis showed the capsule over captured the proximal end of the nose cone. Bends were observed on the catheter shaft. The capsule appeared slightly bent. Deformation was observed along the capsule. Delamination was observed over the nitinol reinforcing frame of the capsule. The nitinol reinforcing frame was exposed at the distal end of the capsule. There was no evidence of capsule separation. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Slight damage observed on the threading of the screw gear. No other deformation evident to the remainder of the device. The reported event of positioning difficulties could not be confirmed through analysis. The reported event of capsule separation could not be confirmed through an alysis. Updated: a2, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the delivery catheter system (dcs) was involved in an alleged product issue during a transcatheter heart valve procedure. The valve was implanted, and when removing the catheter from the patient, the capsule rubbed in the 18 fr sheath and was damaged upon removal. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that a 29 millimeter (mm) valve was implanted.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: the patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. A fluoroscopic media file of the valve load inspection was provided for review of the event description outlined above. Upon examination, it appears that one of the paddles may not have been fully seated in the paddle attachment. However, this observation is subtle, and the grainy quality of the image makes it challenging to confirm with certainty. It was reported that the valve was successfully implanted following three recaptures. However, during the removal of the delivery catheter system through the 18f sheath, capsule damage was observed. A potential misload could explain the reported issues. However, no images of the capsule damage were provided for review. As a result, the cause of the capsule damage cannot be fully validated based on the available evidence. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that three recaptures were performed prior to the capsule damage. The three recaptures were performed because the valve did not have optimal position.